Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v436021, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had "two procedures, 3-5 days around the holidays." The patient was called backed to see her health care provider "in two weeks", which was (B)(6) 2013. No further information was provided about this event. If more information becomes available, a follow up report will be sent.